Event description:
The patient reported she received an 04 (occlusion) message on her insulin infusion device. She stated she was also experiencing high blood glucose readings of up to 517 mg/dl with her normal range being 150-200 mg/dl. Troubleshooting did not find any issues with the product. The patient stated she is using the original piston rod. The piston rod will be replaced. She also said is seeing her doctor for lumps on her thyroid. On follow up, the patient stated she changed out all her supplies and her blood glucose readings have returned to normal and stayed there. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.